Manufacturer narrative:
Results: the 5maxace is fractured approximately 69.0 cm from the hub in the middle of the polymer extrusion. Conclusion: the complaint has been evaluated. The complaint indicates that during the removal of the 5maxace from the packaging hoop it was cracked. Evaluation of the device confirmed the fracture reported in the complaint. The fracture occurred in the middle of the polymer extrusion and was not at a material joint. This event likely occurred due to improper handling when the device was removed from the packaging. If the product is not removed from the packaging carefully, damage may occur. It is unlikely the device was damaged in this way prior to loading into the packaging as it would have been noted and rejected during this process. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
During preparation for a procedure, a penumbra 5max ace reperfusion catheter was removed from the packaging and found to be cracked.